Event description:
Re: libre 3 plus glucose monitor. After applying a new sensor, the monitor was reading in the 50s and alarming. My glucose is no where near that low, then after about 3.5 hours it lost the signal.